Manufacturer narrative:
H3) the power enclosure was returned to the manufacture for evaluation. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. The power enclosure conversion failed bench testing. Transistors q1 and q3 failed, they were found to be shorted. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 and 121 is associated with this analysis eval code conclusion 4307 is associated with this analysis the power supply was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ps1 power supply was tested and the bench test failed. Output voltage failed. No dc voltage was present at the output. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 and 610 is associated with this analysis eval code conclusion 4307 is associated with this analysis the pcba generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. Standalone pcba passed visual inspection and bench test, vdc present at tp. All l.e.ds were functioning as normal and fans are operating correctly. No fault found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the ps1 found to have no put, isa brd found to only have 91vac output, and power enclosure had 96v both with e-stop engaged disengaged. They replaced the ps1, power enclosure, and isa brd. No issues noted with repair at this time. Unit in good working order. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while booting up the system for the day, the image acquisition system (ias) stated "initialing please wait." The site re-sat the interconnect cable and did multiple reboots, all without resolution. They did not notice any visible damage to the cable. No patient was present at the time of the event.